Event description:
It has been reported to philips that the system will not x-ray. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform x-ray. Upon functional testing, the fse found that the low fluoroscopy selected tube problem indicated that f3 fuse in the mains interface unit (miu) in the x-ray generator was blown up. The fse replaced the fuse. After replacement of the fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.